Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1853, awareness date 21-oct-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. At time of the report she was (B)(6). The consumer reported she was healthy until after she was implanted with the essure device; her doctor advised that she needed to consider alternate forms of birth control because she had been on the pill for too long and she could not go through another pregnancy as both of her prior pregnancies were high risk. For the procedure she was given valium or a cocktail and it took more than 45 minutes to place it, she cried out several times because it hurt so much. Only a month later she was in the ER in severe pain; she had an MRI and all they could tell was that she had some sort of a mass. She spent around 2 weeks in the hospital getting test after test to see what was going on inside her body; she was on morphine drip as the pain was so severe. They decided to do surgery so they could remove the mass. When she came out of surgery she was still in pain and the doctors told her that they removed her tubes and ovaries and placed a stent in her kidney. They said they were not certain if the mass on her ovary was cancer in nature and that they had to send it for further testing. The mass was the size of a grapefruit and they could not remove it through the smaller incisions so they had to do a large cut to remove it. It had killed her ovary and damaged her kidney and that was what was causing the pain. She waited for 2 weeks to receive the news that it was an ovarian cyst. She had never had anything like this happen to her before and she was relieved that it was not cancer. She also experienced ongoing health issues and was constantly sick. She experienced various side effects such as pain, heavy bleeding, incontinence, skin rashes, depression, exhaustion, memory loss, headaches and weight gain just to name a few. She was also diagnosed with hypothyroidism a few years after essure. All of the issues she was experiencing caused strain in her marriage and robbed her children of having a good mother because she was always tired. The consumer reported she was scheduled for a hysterectomy on (B)(6) 2015 to remove the devices. Product technical complaint (ptc) investigation result received on 12-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed; spontaneous case report; refers to a female consumer who had pain and heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. According to her, she was scheduled for a hysterectomy. Additionally, she was submitted to a surgery (1.5 months after essure placement) due to a mass in her ovary, which was later confirmed to be an ovarian cyst. Only ovarian cyst is unlisted according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer related her pain and bleeding to essure insertion and no alternative explanation was provided. Therefore; causality with the suspect insert cannot be excluded. Regarding ovarian cysts; they can happen in females at any stage of life. Most of them, however, occur the hormonally active periods of development. Essure has mechanical, local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology, causality with the suspect insert is considered very unlikely. This case was considered an incident, since a surgical intervention will be required for essure removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.